Manufacturer narrative:
Information was not provided.

Event description:
The lay reporter / mother contacted lifescan on may 19, 2007 alleging inaccurate high readings on her daughter's one touch ultra easy meter. A medical affairs specialist (mas) sent follow up questions; however, the customer care advocate (cca) was unable to get in contact with the patient. In 2006, at an unspecified time, the patient tested her blood glucose and misinterpreted the reading, since she had the meter upside down. She treated herself with 2 extra units of insulin to compensate on what she thought was an elevated reading. The exact reading as well as the patient's interpretation of the reading was not provided. At 2am the patient exhibited symptoms of hypoglycemia and was transported to the hospital. The patient's initial reading in the hospital was 1.1mmol/l (19 mg/dl). She was treated with a glucagons injection followed by a sugary drink. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long had she been reading the meter upside down, symptoms and why there was a delay in contact lfs since the issue happened on same day. It would have been also helpful to know how long the pt was admitted in the hospital. The complaint is being reported because the reporter alleged the patient used the meter upside down and misinterpreted the reading, took insulin based on the reading, and was admitted in the hospital for hypoglycemia.